Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was confirmed to be unavailable for this report. (B)(4).

Event description:
A doctor reported that a knife was dull during surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information was confirmed to be unavailable.